Event description:
The complainant stated that the head section is drifting down overnight and the CPR function does not work. He has replaced the head up and down valves but the issue remains.

Manufacturer narrative:
The account isolated the issue to the CPR valve sticking. The CPR valve was replaced to repair the bed.